Event description:
An hcp received a patient test result of 8.5% on the a1cnow. A lab test was also performed and the reading was 5.5%. The difference between the comparison tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation.

Manufacturer narrative:
The patient information was not provided.